Manufacturer narrative:
(B)(4).

Event description:
Procedure type: bullectomy. According to the reporter: it was difficult surgery for multiple large bullae. After peeling off the adhesion with sonosurg, first and second firings with tri-staple purple 45 sulus were performed and a small amount of blood was oozing from the stump. The surgeon bound the remaining part with endoloop and excised it with endo mini-shears, and the specimen was removed. Another bullae were excised with tan 45 sulus. The oozing part and its surrounding were treated with bolheal (fibrin sealant). Since no air leak was confirmed during leak test, the surgeon closed the incision and the procedure was completed. However, a day after the surgery, at around 2pm, air leak was observed, which occurred from near the staple line of 2nd tri-staple purple 45 sulu. The part was treated with bolheal and air leak stopped after that. Pt is recovering. Pt is male, (B)(6), weight: unk. No information about the use of reinforcement material. The lot number was not provided by the customer.